Event description:
It was reported the hand piece is being returned because it became too hot to the touch during a tonsillectomy. The customer reported they were using a 14 cm hook blade but was not sure. The case was completed with the another hand piece. There was no consequence to the pt.